Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Blade not yet returned to manufacturer for evaluation.

Event description:
It was reported that during sterile processing, a broken blade was found inside the handpiece saw. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The device was confirmed by sales rep as a reprocessed device.

Event description:
It was reported that during sterile processing, a broken blade was found inside the handpiece saw. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
Catalog number changed from unknown to 0277096277. The device was reprocessed by (B)(4).

Event description:
It was reported that during sterile processing, a broken blade was found inside the handpiece saw. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.